Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies), degenerative disc disease, and non-malignant pain. It was reported that the patient had two falls. The first fall was (B)(6) 2015 when they fell and planted their head in the driveway. Prior to the falls the patient had been able to get around the golf course without taking oxycodone. The patient now had to take oxycodone to play. The patient thought that something got "out of wack" and had increased problems for the patient. It was not what it used to be. The patient stated that they had never been without pain. Since (B)(6) it had gotten worse and they were having more pain. The patient tried other groups and programs and tried to adjust stimulation to troubleshoot the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.